Manufacturer narrative:
The company service representative examined the system and found that it met specifications. He could not duplicate the problem. The air/fluid controller was replaced for diagnostic purposes. A preventative maintenance service was then performed, with replacement of the latch seal and the top cpc connector. The system was retested and met specifications. Investigation, including root cause analysis is in progress. This report mailed in to FDA on : 07/20/2007.

Event description:
The customer reported that during a procedure, the system aspirated when the doctor did not touch the footpedal. The doctor had the extrusion soft tip in the eye, and the retina was sucked into the tip, making a hole. The doctor stated that there was a very low grade residual vacuum present in the line, enough to move the very mobile detached retina or membrane. The patient outcome is listed as good. No additional information is expected.